Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the implantable neurostimulator (ins) was implanted on (B)(6) 2015, and approximately one month post-procedure, the electrode #2 impedance values were abnormal showing a fracture. The impedances values for contacts c & 2, 0 & 2, 1 & 2, 2 & 3 were all greater than 10,000 ohms. After changing the polarity, the patient's settings were 1- 3+, 4.2v, 90 microseconds, 185 hz, 1230 ohms, 3.474 ma. On (B)(6) 2017, the device was replaced with a new one and it was confirmed that the impedance values on electrode #2 normalized. According to the hcp, the replacement procedure was performed two years and four months after the implant and premature battery depletion was suspected. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp also noted that the cause of the previously reported event was unknown. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
A lab functional test determined there was good stable output on the electrode pairs the implantable neurostimulator (ins) had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the information received. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. The longevity estimate was 27.1 months to eri. According to the trace report the ins reached eri in 33.1 months. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient's weight and age at the time of the event were unobtainable. It was also confirmed that the implantable neurostimulator (ins) replacement was due to depletion rather than high impedance values. It was also clarified that the event was resolved following the replacement. No further complications were reported/anticipated.